Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to sensing issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2013; 4196-88 implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the inner insulation ofthe lead was extrinsically breached due to a cut. The distal conductor of the lead was extrinsically over-rotated. The outer insulation and the overly tubing of the lead were extrinsically breached due to a cut. The inner and outer insulation as well as the overlay tubing of the lead were observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The cut at 24 cm appears to have been done at implant because of the large amount of blood throughout the lead.